Event description:
It was reported that during a transapical tavr there was a mitral chordae injury. After transapical access was obtained, the guide wire was advanced with some difficulty. The guide wired buckled a few times, but advanced across the native valve into the ascending aorta and down the descending aorta. A bav was not performed. A 23 mm sapien xt valve and delivery system were advanced through the sheath; once the valve and delivery system exited the sheath, resistance was noted and the physician was unable to advance the delivery system. A couple more attempts were made, during which the patient remained hemodynamically stable. Due to inability to advance the delivery system and valve, they were pulled back into the sheath. It was then observed that the patient had wide open mitral insufficiency. At that point it was decided to pull the delivery system out of the sheath and place the patient on bypass to proceed to repair the mitral valve. The delivery system was taken out of the body and it was then noted that the valve was no longer on the delivery system. The physician checked fluoro and the crimped valve had dislodged from the delivery system and had embolized into the left ventricle. The team proceeded to place the patient on cpb and the chest was opened to repair the mitral valve. The embolized valve moved into the left atrium and was ultimately retrieved after being entangled in a mitral chordae. While on cpb the physicians decided to attempt tavr again via the tao approach. A new valve and delivery system were prepped, visualization was difficult to obtain and coplanar view was not ideal due to rib retractor inhibiting appropriate visualization. The valve was deployed and tee showed moderate to severe pvl. Post dilatation was performed; however, the tee still showed moderate pvl. It was then decided to the close the incision and evaluate the patient's hemodynamics¿ the patient was taken off cpb and remained stable. The bypass cannulas were removed, an epicardial and pleural drain were left behind and the patient was taken to recovery. Post tee showed normal ef, good rv function and post-protamine the pvl reduced to mild.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. With regards to left ventricular access, the procedure training manual instructs the operator to confirm with tee that the guidewire is free of mitral valve apparatus before proceeding with ascendra sheath insertion. It further states that an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus. If entanglement is suspected, the guidewire should be pulled back to lv; change direction of wire; reinsert guidewire, checking again for wire entanglement. In extreme cases, puncture may need to be relocated. In some instances, mitral valve entanglement may not be observed until after the ascendra balloon catheter is tracked. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including poor coaxial alignment of the sheath, and heavy calcification of the native annulus. The training manual also notes that resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. In this case, the mitral injury appears to be related to entanglement with the wire. As reported, there was difficultly advancing the delivery system and after several attempts the delivery system was pulled back into the sheath. Following the retraction of the delivery system, the mitral regurgitation was noted; it is likely the injury occurred during the advancement of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time. This report is associated with 2015691-2015-01307.